Event description:
It was reported that the patients non rechargeable ipg was no longer working as intended. The patient underwent a revision procedure wherein the ipg was replaced with a rechargeable device the patient was as doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.